Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Case with patient identifier cn-171682c is related to cases (B)(4).

Event description:
Customer reported insulin leaked out at the connector connection. No adverse event alleged. A request was made for the return of the device.